Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit was showing low vacuum error. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found the locking brackets of safety disk to be loose. The fse stated that the safety disk needs to be replaced and that an estimate will be submitted. However, the fse stated that the customer was not interested in purchasing the part and that the customer performed the repair themselves.

Event description:
N/a.